Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Implant date - unknown. Evaluation confirmed that the incorrect 46mm product was packaged and a recall was initiated as a result. The recall review identified that one piece had been sent to north hampshire hospital and implanted. (B)(4) was advised that the surgeon was discussing a revision surgery and confirmed by biomet UK, but during a retrospective review of the recall, no evidence was discovered that this revision event had been reported to the FDA. No product was distributed in the united states.

Event description:
It was reported that patient underwent a hip procedure on an unknown date. A revision procedure was performed on (B)(6) 2010, due to product mislabeling and a size 46mm being implanted instead of a 44mm.